Event description:
Customer reported unable to acquire any ECG including 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). Customer reported unable to acquire any ECG including 12 lead ECG. There was no reported adverse pt impact. The philips field service engineer evaluated the device and ECG cables and found the software needed updating. The software was updated and resolved the issue. The device passed all performance assurance testing and was returned to use.